Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. All available information was reviewed and without the device to analyze, a definite cause for the reported difficultgripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper did not lower completely. The grippers were cycles several times; however the same issue occurred therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.